Event description:
It was reported that the patient underwent elective heartmate 3 left ventricular assist device (lvad) implantation with coronary artery bypass graft surgery (CABG) x 1, tricuspid annuloplasty and left atrial appendage (laa) ligation. Following 20 minutes of reperfusion, the patient's right ventricle (rv) appeared sluggish and centrimag right ventricular assist device (rvad) was initiated. Multiple configurations of rvad were attempted but it failed to improve drainage. The circuit was then converted to extracorporeal membrane oxygenation (ECMO) with temporary chest closure in view of prolonged surgery time. Post-operatively, the patient was supported on high inotropes. The patient had persistent hemodynamic instability due to ongoing bleeding despite maximal inotropic requirement. They developed severe acidosis, vasoplegia and were coagulopathic despite massive correction and blood transfusion. The patient was brought back to the operating room for a relook and hemostasis. There was only a small ooze from right atrial (ra) cannula site noted with no other obvious surgical bleed or clots/tamponade. The patient remained coagulopathic with severe vasoplegia and severe third spacing and capillary leak resulting in inability to sustain lvad and ECMO flows. Th ECMO flows were suboptimal <2 liter per minute (l/min) and lvad flows <1 l/min. The patient was persistently acidotic despite resuming continuous renal replacement therapy (crrt). The decision was made for bedside reopening in intensive care unit (ICU). There were no clots/tamponade nor obvious bleeding point noted, and the wound was closed again. The patient continued to decline despite maximal active treatment. In view of poor prognosis, a family conference was held and the decision made to terminate lvad and ECMO support. The patient passed away on (B)(6) 2025 following withdrawal of life support. The cause of death was thought to be dilated cardiomyopathy, severe vasoplegia likely from liver failure, and a severe reaction to protamine. Th device was not explanted.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The cause of death was confirmed to be dilated cardiomyopathy. The death was not device related. The device operated as expected. It was noted that all deaths within 30 days post-surgery are made a coroner's case.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and subsequent patient outcome, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this investigation. Further, review of the submitted log files confirmed low flow hazard alarms. Although a specific cause for the alarms could not be conclusively determined through this investigation, the account reports that the patient¿s severe vasoplegia, severe third spacing, and capillary leak resulted in an inability to sustain left ventricular assist device (lvad) and extracorporeal membrane oxygenation (ECMO) flows. The controller event log file contained relevant events from (B)(6) 2025 and captured low speed advisory alarms throughout the duration of the log file due to the fixed speed being set below the low-speed limit. Further, the estimated flow ranged from 0.0-0.5 lpm throughout the file, resulting in a continuous low flow hazard alarm. An intentional pump stop was captured from 22:10:55 through 22:46:47, both power cables were disconnected at 22:45:57, and the driveline was disconnected at 22:46:45. These events appeared consistent with the reported withdrawal of support. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed prior to the intentional pump stop. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including respiratory failure, right heart failure, hepatic dysfunction, and death. Section 1 of the IFU also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Section 6 of the IFU, under "right heart failure", discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and rvad placement. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.